Event description:
Information received with return of the device notes that once the device was implanted, dashes (---) were observed for some parameters. Therefore, the physician elected to replace the device.